Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition to that there was an error with the accessory module, remove and reinsert the accessory module to resolve the issue. The ui panel screen scratched were replaced. The customer's complaint was confirmed.